Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 07:35:35. During night drain cycle five, the patient's ultrafiltration reading was 378 ml, indicating the home patient (hp) drained 378 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be that one or more cycles were advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.